Event description:
It was reported there were e8 errors and low coagulation output.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Return of the generator was indicated, however as of (B)(4) 2012, the generator has not been returned for evaluation. A follow-up report will be submitted following device evaluation.